Event description:
(B)(6). Pharmacy tech from hospital reported was in ER and then admitted today due to unspecified pump alarm. Date of discharge or current length of hospitalization is unknown. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 50ng/kg/min. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with pt? Unknown. Did the product issue cause or contribute to pt or clinical injury unknown. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the pt have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. Outcome? Unknown. Pulmonary arterial hypertension.